Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer¿s blood glucose was 500 mg/dl. The customer states the insulin pump was exposed to fluid/moisture as insulin pump dropped in water followed by blank display. The insulin pump will be returned for analysis.